Event description:
The user was seen few months ago because of abscess and some granulation at the implant site, mastoid and middle ear. After medical intervention, the problem kept on increasing and user's hearing performance with the device deteriorated. The user was explanted on (B)(6) 2021. Per information received on (B)(6) 2021, the user has been discharged and the wound is healing properly. The user was no re-implanted with a new device and a decision on further steps has not been made by the clinic yet.

Manufacturer narrative:
Additional information: according to the information received, explantation was performed due to device unrelated medical reasons, namely cholesteatoma with granulation tissue filling the middle ear and the entire mastoid cavity. In the present case, the reported cholesteatoma formation likely became super-infected, given the observed granulation response. However, taking into account the information received and the proper device sterilization, a device contribution to the reported issues can be most likely excluded. In addition, in situ measurements show four channels with hi status and fluctuating impedances, possibly as a result of electrode lead compression by the granulation tissue, as also suspected by the clinic. The explanted device has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen few months ago because of abscess and some granulation at the implant site, mastoid and middle ear. After medical intervention, the problem kept on increasing and user's hearing performance with the device deteriorated.